Manufacturer narrative:
`Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review performed for the autogen device confirmed that the event of gas gauge/longevity not as expected is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the autogen device is acceptable.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted because it reached elective replacement indicator (eri), and after the replacement procedure, the patient was concerned about the discharge of the battery as at the last follow-up the device showed one year of battery remaining and the device showed eri at the next follow-up, which was less than one year after. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted because it reached elective replacement indicator (eri), and after the replacement procedure, the patient was concerned about the discharge of the battery as at the last follow-up the device showed one year of battery remaining and the device showed eri at the next follow-up, which was less than one year after. No additional adverse patient effects were reported. The device is expected to be returned for analysis.